Manufacturer narrative:
The investigation could not determine a specific root cause. An interference in the sample was suspected but could not be confirmed as insufficient sample was available for further testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable troponin I results for one patient. The initial result was 2.39 ng/ml which was reported outside the laboratory and the patient was discharged. Later that day, the patient was tested at another laboratory and the troponin I result was negative. No specific data was provided. On (B)(6) 2013, the customer repeated the original sample and the result was 2.30 ng/ml. The sample was also repeated on the elecsys 2010 analyzer at the site and the result was 0.796 ng/ml. Another sample drawn at the site time as the original tube was tested on the cobas e601 analyzer and the result was 2.12 ng/ml. The result for this sample tube on the elecsys 2010 analyzer was 0.785 ng/ml. It was unknown which result was believed to be correct. No corrected report was issued. The patient was not adversely affected. The troponin I reagent lot number was 17182701 with an expiration date of 02/28/2014. The field service representative could not find a cause and could not replicate the issue. He checked the instrument functionality and successful ran performance testing with all results within operating specification.